Manufacturer narrative:
Additional information received, from the physician's office, reported the patient is (B)(6) years old with a date of birth of (B)(6) and that the lens was implanted on (B)(6) 2017 in the patient's left eye (os). The explant was performed because of negative dysphotopsia. There was no incision enlargement, vitrectomy, or sutures used. No post-operative patient injury was reported. The lens was replaced with a non-amo intraocular lens. No additional information was provided. Age/date of birth: (B)(6). If implanted, give date: (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/28/2017. Device returned to manufacturer? Yes. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient had the symfony lenses implanted about four weeks ago in her left eye (os) and is seeing halos/ a crescent shape in the corner of her eye that is causing a lot of light refraction. The patient reported that her vision was 20/20, but stated that edges are blurry. Patient has not seen any improvements since the surgery. Her distant viewing is fine but is blurry up-close. The patient stated that when she wears sunglasses or reading glasses the halos issue is not as bad. The patient was scheduled for an explant. There were no issues or injuries reported during the surgery. When follow up was made with the doctor¿s assistant, it was confirmed that the explant date was on (B)(6)2017, the she did not know of the implant date. It was confirmed that no incision enlargement and no sutures were required and no vitrectomy was performed. Thereis no patient post-op injury reported. No further information was provided.